Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the clinic because their device was alarming. The lead was tested and there was high threshold and pacing lead impedance was greater than 3000 ohms. A lead fracture was suspected. The device was reprogrammed and the lead will be replaced. No patient complications have been reported as a result of this event.